Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that during a vena cava filter placement procedure via jugular vein, the filter allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic video was provided and reviewed. The video demonstrates deployment of an inferior vena cava filter presumably from neck or upper extremity access. After the device is deployed, the posterior aspect of the filter does not fully expand against the vena cava. A venogram shows that the filter has landed in a satisfactory position below the level of the renal veins. Therefore, the investigation is confirmed for the reported failure to expand as the filter is seen not fully expanded after deployment from the provided video. A definitive root cause for the reported failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: b5, d4 (expiration date: 07/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via jugular vein through non-calcified lesion, the filter allegedly failed to expand. There was no reported patient injury.